Event description:
Health professional reported explant and replacement of a port due to an alleged "leak." Health professional has declined to provide any add'l info at this time.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."